Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the cap on her onetouch ultrasoft lancing device is loose/falls off. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. It is not known how often the patient tests her blood glucose. The patient indicated she does not manage her diabetes with oral medication or insulin and it is not known what action, if any, the patient took in response to the alleged meter issue. According to the csr's documentation, the patient allegedly developed unspecified "low blood sugar symptoms" at an unknown date/time later. It is not known if the patient tested her blood glucose with another device after the alleged issue began or prior to the onset of her symptoms, it is not known if the patient made any changes to her activity level or meals before her symptoms began, and it is not known how long the patient's symptoms continued on for. The patient denied receiving any treatment following the alleged meter issue. At the time of troubleshooting, the csr noted that the patient was using the correct cap for the lancing device and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms of hypoglycemia after the alleged meter issue began.